Event description:
Device issue: none. Adverse event: angina, in-stent restenosis. Onset of adverse event: approximately one year after the procedure. It was reported via a trial that approximately one year post a mid left anterior descending (lad) stenting procedure with a xience v stent, the patient experienced angina and had a positive stress test. On (B) (6) 2009, the patient was found to have significant stenosis at the distal edge of the previously implanted stent. Percutaneous coronary intervention was done. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.